Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Maude report: volun 03-aug-2012: on (B)(6) 2012, " I underwent a cardiac catheterization right artery at groin site and found out there is nothing wrong with my heart, good news. However, I was not informed that a starclose device containing nickel and titanium would be left inside of me after the procedure. At night I had severe stinging and aching pains on the opposite side of my body, up and down the back and sides of my legs not in the groin area. I could not sleep due to the constant pain. The next day the pain was in both legs, during the day, but more intensely at night. Again I could not sleep. I believe this has something to do with the starclose device because I never had anything like this before until it was inserted. I am upset that I was not informed in advance of the procedure about the starclose insertion, and believe there is some problem as a result. "

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient anatomy. The lot number was not identified. A follow-up report will be submitted with all additional information.